Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery rapidly depleted. It was also reported that the pump battery gauge increased to 55% while pump was not charging, and then decreased to 20% when pump was charging. There was no impact to the customer's blood glucose levels. Customer indicated injections would be used as back-up therapy.